Event description:
Patient was revised because he was only achieving 10 to 40 degrees of flexion, possible due to overstuffing of the joint (right side).

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported event, however, provided information suggests the size devices implanted at primary surgery did not achieve the expected flexion results. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.